Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip did not pull back. No clip was noted on the end of wire. There was no pressure, and nothing released. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.